Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room in mid december 2019 for high blood glucose. Blood glucose reading was 595 mg/dl, which was treated with multiple daily doses of insulin. Customer's blood glucose value when admitted to hospital was in 400 mg/dl to 500 mg/dl range. The customer was treated with intravenous fluids at the hospital. Customer experienced nausea, vomiting and dehydration. Customer allege insulin pump was under delivering due to several months of high blood glucose episode with multiple set changes. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked/no delivery alarm noted. The insulin flow blocked alarm functioning properly. Device received with scratched case and pillowing keypad overlay. (B)(4).